Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's second implant gave them bowel movements when they attempted to urinate. Additional information was received from the patient. They reported that their second ins made their bowels move all the time. 2024-10-03 (con): additional information was received from the patient. They called back with the patient letter. They then reiterated device history: that the second ins made their bowels move all the time and they constantly had to go to the restroom so the patient called that health care provider (hcp) and that hcp told them to just turn the therapy off because of the bowel issues it was causing. The patient stated then a manufacturing representative (patient could not remember that rep's name or when they met with that rep) found the patient another urologist and the patient got their current implant. The patient stated "I guess it's ok. It's not doing anything/not helping them." The patient stated they had to shut that one off and then 4-5 years ago a rep turned it back on and it didn't help much. The patient stated maybe it helped a little but they weren't happy with it. The patient stated they were miserable and going every 20 minutes and that they tried to call the rep 3-4 times but they never answered and then "covid hit." Patient services offered to send the patient physician listings but the patient declined and stated they would continue working with their primary care physician about next steps for the device/therapy. The patient stated everyone including their insurance wanted to send them to a specific clinic, the only clinic that was close to them but the patient didn't want to go back to that hcp because that hcp didn't do anything for them and yelled at them for not getting the vaccine. The patient stated when they had an MRI the MRI technician turned the therapy off and the patient stated when it was turned back on they could feel the stimulation so they felt it was still working. The patient was redirected to continue working with their pcp. Additional information was received from the patient on 2024-10-17. They called back and said they were calling with the answer to a letter they received. The patient went to a different doctor that put it in but it caused bowel movement. The patient said they called and told them: something was wrong, they couldn't keep going to the bathroom like that and the hcp said: "I don't know, keep trying." The patient said they talked to another rep, who said to have another one put in, so the patient went to another place and they put it in.